Event description:
Fraxel dual laser major skin damage, including texture change, hyperpigmentation, and couperose skin. New laser at practice caused major damage to facial skin. Skin damage being treated by dermatologists.